Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. Based on the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported. The guidewire is expected to be returned for analysis. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. No product returned.

Event description:
The wire got stuck within the lotus device, caller believed it kinked in the wire. Case was completed successfully, no harm to the patient at all. Case was completed using this wire, it happened when they'd already deployed the valve and they were taking the device catheter out and as the catheter was coming out, when it tracked over the wire, so they pulled it all out together. No complications, patient was okay.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One safari2 guidewire was returned for analysis. As received, the specimen consisted of one each clinically used, damaged safari2 275cm sml crv device; returned cut into three-3 segments, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen wire was removed from the lotus device prior to return to lake region medical. The specimen was received cut into three segments. The specimen presented several bends of varying severity and frequency involving all three segments. The distal and proximal segments presented coil damage including offsets, overlapping, stretched and expanded coil wraps resulting in localized oversized diameter. The specimen also presented ptfe coating damage in the form of scrapes and coating removal. Although the cuts were not indicated in the supporting documentation, it is likely that the cuts were incurred during the removal of the specimen wire from the lotus device. Beyond that, it is not possible to determine what damage was incurred during the clinical event and which was incurred during removal of the wire from the lotus system. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.